Manufacturer narrative:
Siemens filed the initial MDR on 3/31/2012. Siemens has investigated this issue and found that the misreads were due to customer-produced labels that were poorly printed or applied. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A customer has complained that the barcode reader on the advia centaur xp has assigned incorrect accession numbers to patient tubes. There is no known report of adverse health consequences or patient intervention due to the incorrect accession numbers.

Manufacturer narrative:
Siemens is currently investigating this issue.